Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown h3. Investigation summary: no samples were received for investigation of complaint reference (B)(4) reported via post market survey; however, the customer suggested that leakage was detected during use of bd needleless connector/needle-free valve device. No further information was available to assist the investigation in this instance. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode. H.4. Device manufacture date: unknown h3 other text : see h.10.

Event description:
It was reported while using unspecified bd standalone needle free connector leakage occurred. There was no report of patient impact. It was reported that clinician and/or any patients have encountered leakage with the bd standalone needleless connector/needle-free valve. Verbatim: clinician experienced: leakage: saline.